Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false downstream occlusion alarms were reproduced and confirmed through eval. The investigation found the readings from the downstream sensor to be above specification with a fluid filled set. This condition was caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed falsely for downstream occlusion during testing. There was no pt involvement.